Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the distributor contacted animas, alleging a damaged display issue. There was no indication that the device caused or contributed to an adverse event. This is reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: the display lens was scratched. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.